Event description:
Reportedly, the intrument stapled but did not cut properly, it was impossible to remove the intrument. The surgeon had to dismantle the intrument to remove the lower part and carry out a laparotomy to remove the head. The laparotomy added an additional 4 hours to the operation.